Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I ate it, a consumer accidentally ingested the cleanser [accidental device ingestion] there was foam in my mouth, causing their mouth to foam, foaming mouth [foaming at mouth]. Case description: on 2024-10-29 a spontaneous case was reported in indonesia by a patient via interactive digital media (polident tiktok). The report concerns a male consumer of an unknown age. The consumer received polident cleanser (napc+potm+taed tablet) on (B)(6) 2024 for denture wearer. Batch number and expiry date of the product is not reported. No concomitant medications were reported. On an unknown date, after an unknown time of starting polident cleanser, the consumer experienced a medically significant I ate it, a consumer accidentally ingested the cleanser (preferred term: accidental device ingestion). On an unknown date, the consumer experienced a non-serious there was foam in my mouth, causing their mouth to foam, foaming mouth (preferred term: foaming at mouth). The outcome of the events accidental device ingestion and foaming mouth was unknown. No medical history was reported. No drug history was reported. The action taken was for polident cleanser was unknown. Dechallenge was unknown and rechallenge was not applicable. The reporter considered the event foaming at mouth as related. Causality assessment was not reported/not assessable for event accidental device ingestion. The reporter provided the following comment: "yesterday I ate it and it was quite bitter, and then there was foam in my mouth. Is that how it cleans, sis? A consumer accidentally ingested the cleanser, causing their mouth to foam". The report is being resubmitted to capture corrections. The information was received on 2024-10-29 and is as follows: device report type added as serious injury.